Event description:
It was reported that a dexcom g7 continuous glucose monitor failed to pair with the ilet, triggering a pairing failed alert; the user toggled sensor type settings and restarted the ilet, then successfully re-paired using a pairing code and resumed glucose readings, consistent with an intermittent communication failure involving electrical/magnetic components such as the antenna and limited to pairing with the ilet. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation of this case revealed that the event was consistent with transient sensor communication or pairing disruption between the cgm and the ilet, resolved through reentry of the pairing code and device toggling, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity-related factors.